Event description:
It was reported that the patient who was implanted with the reactiv8 system could not start therapy. The device diagnostic test indicated out-of-range impedance on electrode 8. Scheduled revision surgery was performed on (B)(6) 2022 to remove and replace the right percutaneous stimulation lead that had exhibited out-of-range impedances. The revision surgery was successful, with no report of patient harm or injury. Unrelated to the reported issue, the left percutaneous stimulation lead was replaced as a precautionary only and by the surgeon's decision.

Manufacturer narrative:
Mml reference # (B)(4).

Manufacturer narrative:
Mml reference # (B)(4). The percutaneous stimulation leads were returned for analysis. The leads passed the functional test and operated within the manufacturing specifications. The reported issue was not verified. Updated h6-device investigation findings and conclusion.

Event description:
It was reported that the patient who was implanted with the reactiv8 system could not start therapy. The device diagnostic test indicated out-of-range impedance on electrode 8. Scheduled revision surgery was performed on (B)(6) 2022 to remove and replace the right percutaneous stimulation lead that had exhibited out-of-range impedances. The revision surgery was successful, with no report of patient harm or injury. Unrelated to the reported issue, the left percutaneous stimulation lead was replaced as a precautionary only and by the surgeon's decision.